Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy; due to sui, pop, and urge incontinence. It was reported that following insertion the patient experienced abdominal/pelvic pain, erosion, infection, urinary problems, constant burning, dyspareunia and vaginal scarring. It was reported that patient experienced urinary retention, obstruction, infected and exposed vaginal mesh and underwent removal of vaginal mesh concurrently with transvaginal urethrolysis, vaginal exploration and reconstruction on (B)(6) 2007. It was reported the patient experienced recurrent sui, paravaginal defect and large grade IV rectocele and underwent paravaginal defect repair from the space of retzius concurrently with repair of grade IV rectocele, perineorrhaphy and burch colposuspension on (B)(6) 2012. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.